Event description:
Additional information was received that the infection has resolved.

Event description:
Related manufacturer reference number: 1627487-2020-32355. Additional information was received that during the ipg explant, the lead had to be cut in order to explant the ipg. As a result, the lead was also explanted on (B)(6) 2020.

Manufacturer narrative:
Therapy date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg eroded through the patient's skin, and the site developed an infection. As a result, surgery occurred to explant the ipg.